Manufacturer narrative:
The customer was calling for replacement parts. Based on the information available the reported problem was confirmed. Replacement parts were ordered and shipped to the customer site. We will consider that the customer resolved the issue using the replacement parts ordered from philips. It has been concluded that no further action is required at this time.

Event description:
It was reported to phiilips on the intellivue multi measurement server x2 indicating that the device presented a speaker malf. Inop and the speaker was completely out of sound. The device was not in use on a patient at the time of event there was no patient involvement.